Manufacturer narrative:
No medwatch form was received.

Event description:
During a follow up, the physician noted no heart activity capture with a high output value. During the lead revision, the lead was dislodged. The lead was repositioned.